Manufacturer narrative:
The suspected detector was returned and analysed. The allegation was confirmed and electrical faulty detector was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the command processor of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system detector would not ready at start up. There was no patient present when this issue was identified. No additional information was provided.